Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. .

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, a black piece from the universal seal had broken off and fell into the patient. The black piece was removed, and a backup universal seal was used for the procedure. The procedure was completed. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the universal seal was inspected prior to use, and nothing was out of the ordinary. The customer was placing the trocar/cannula into the patient for port placement when the issue occurred. The surgeon believed the issue was due to a faulty cannula seal. The cannula seal was literally being used for the first time when this happened (there was no instrument in the cannula ¿ only the trocar). The surgeon retrieved the fragment with a laparoscopic grasper. The customer was able to verify visually all the fragments were retrieved. No additional procedures were necessary to remove fragments from the patient. The customer was not sure if any post operative tests were performed, or if the patient has returned to the hospital due to the issue. The procedure was completed robotically. The universal seal and fragment will not be returned to isi because it needs to remain at the hospital for the purposes of their internal process.